Event description:
It was later reported the patient¿s pump contained infumorph 20mg/ml and marcaine 10mg/ml. The pump was filled with 20ml of drug. One to two weeks later, it was found that 20ml was still in the pump. No drug was being delivered. The patient experienced pain and loss of therapy. No cause was determined. A new catheter was implanted on 6/17/2013. The old catheter remained implanted and was tied off. It was suspected that there was a problem with the old catheter getting kinked. After the new catheter was implanted, the patient was doing well and was getting good therapy. It was later reported that, prior to the catheter replacement, the patient¿s pump was delivering infumorph 20mg/ml at 3.998mg/day and bupivicaine 10mg/ml at an unknown daily dose.

Event description:
It was reported that the pump failed; the physician was getting 20 cc of medication back on aspiration which was more than expected. A dye study was being considered. The patient was not receiving good therapy. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8591-38, lot# d25456, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).